Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75x16mm synergy¿ drug-eluting stent was advanced to treat the target lesion. However, during implantation, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported.